Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced. No report of patient involvement.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient involvement.